Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a needle eclipse s/t 25x1 rb. The following information was provided by the initial reporter, "there have been multiple reports of these needles breaking the leur lock component of the seqirus afluria quad vaccine syringe when attached. There have also been reports of vaccine leakage around the needle."

Event description:
It was reported that leakage occurred with a needle eclipse s/t 25x1 rb. The following information was provided by the initial reporter, "there have been multiple reports of these needles breaking the leur lock component of the seqirus afluria quad vaccine syringe when attached. There have also been reports of vaccine leakage around the needle."

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has not been provided with photos or samples for catalog 305891 lot 1802011 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause.